Event description:
It was reported that a user experienced persistent high glucose while using the ilet and had recently performed a supply change; ketone testing was negative, insulin drops were observed at the tubing when pinched, no external leaking was felt, and the infusion site on the left upper abdomen was replaced after the prior site was found with a straight but bloody cannula. Symptoms included hyperglycemia without ketosis. Outcomes included troubleshooting and user education, data sync, and infusion set and connector replacements. Investigation included user-guided assessment for flow through the tubing, inspection of the prior site and cannula, and site replacement with observation of insulin drops during occlusion testing. Investigation of this case revealed no confirmed device malfunction, with findings consistent with an infusion site or cannula issue such as tissue trauma or impaired absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.